Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it was not possible to identify the foreign matter and there was no physical damage in the area where the foreign material remained. There was no deviation from the reprocessing procedure in the instruction manual. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the outside of the nozzle, foreign objects on the adhesive around the light guide lens and on the adhesive on the bending section cover. There were no reports of patient involvement.